Manufacturer narrative:
The hakim valve (ID 823832) was returned for evaluation. Device history record (DHR) - the product code 82-3832 with lot 3458251 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a needle hole in the needle chamber was noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The catheter was irrigated, no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation occlusion issues was noted.

Event description:
N/a.

Event description:
A physician reported a hakim valve was implanted via v-p shunt on (B)(6) 2020 with unknown setting. The cerebrospinal fluid was flowing with difficulty and obstruction was suspected. The valve was removed and replaced on (B)(6) 2021.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.